Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: myocardial infarction/thrombosis. Device issue: no device malfunction has been reported. It was reported that the 3.0 x 15 mm promus and 3.5 x 18 mm promus were implanted during the same procedure in 2009. The 3.0 x 15 mm promus was implanted in the diagonal, and the 3.5 x 18 mm promus was implanted in the left anterior descending (lad); it is not believed that they were overlapping. The pt was put on angiomax during the procedure. When the pt came back the following month, they presented with an acute mi and the diagonal was totally occluded. Unable to put a wire and balloon down through the stent to the diagonal. It was noted that the 3.5 x 18 mm promus stent in the lad was patent. Treatment of the diagonal was not possible, as nothing would cross the lesion (including two of another company's 1.5 x 15 mm otw balloons). They are still taking the wait and see approach. The pt is okay, but having chest pain. No add'l event or pt info is available.

Manufacturer narrative:
The other promus everolimus eluting coronary stent system indicated is being filed under a different MFR number.